Manufacturer narrative:
Product analysis summary: a sheath and stylette were partially loaded in the device. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no damage evident to the remainder of the device. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary, drug eluting stent was used to treat a lesion in the distal circumflex (cx) artery. The device was inspected with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. It was reported that the stent deformed invivo during positioning. The procedure was complete using a non medtronic device. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology / anatomy and not device related. The patient is alive with no injury.